Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The approach was gained from oral, targeting the common bile duct. On (B)(6) the reported stent was placed in the middle bile duct. On (B)(6) 2020, due to the increase of (B)(6), it was confirmed by abdominal x-ray that the reported stent have migrated to the upper bile duct. It is a situation that the reported stent is not placed in the stenosis part. On (B)(6), evo-10-11-8-b was placed from the middle of the reported stent by using stent-in-stent technique. Patient outcome: (B)(6) due to migration occurred. On (B)(6), evo-10-11-8-b was placed from the middle of the reported stent by using stent-in-stent technique. The patient is in the hospital. Patient/event info notes: general questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). After the stent placement. What endoscope type and channel size was used? Olympus 3.7mm. What was the position of the elevator? Was it opened or closed? (Opened). Details of the wire guide used (diameter, type, make)? Visiglide2 0.025-inch/olympus. Did any part of the stent contact the patient¿s anatomy when the complaint occurred?(yes). How long was the stent in the patient by the time this complaint occurred? About from 5 to 13 days. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? 13 days after the placement, due to the increase of jaundice, abdominal x-ray was performed. Stricture information: what was the length and diameter of the stricture? The length of stenosis is 2 cm and the diameter of stenosis is 3 cm. Where was the stricture located in the body? Middle bile duct. Was there resistance felt passing wire guide through stricture? (No). Was there resistance felt passing the evolution through stricture? Yes), up-ungle of endoscope. Was the stricture dilated before stent placement? (No). Questions related to during insertion into patient: was the product inspected for kinks or damage before use? (No). Was resistance felt during insertion into patient? (No). If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? No. Was the directional button pressed during use? (Yes). Was the yellow marker kept in view during deployment? (Yes). Are images of the device or procedure available? (No). Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? (Yes). If yes, what was used? X-ray. Did the stent open sufficiently to allow withdrawal of introducer safely? Not sufficiently, but it was possible to withdraw the introducer. Was the safety wire fully removed before removing the delivery system? (Yes). Did any part of the product snag/get caught with the stent when removing the delivery system? (No). Are images of the device or procedure available? (No). Questions related to during stent repositioning/removal: what instrument was used for stent repositioning / removal? Forceps, snare¿ the physician did not attempt to remove the stent because the stenosis part was very narrow. Was the lasso (suture) loop used during repositioning / removal? The physician did not attempt to remove the stent because the stenosis part was very narrow.

Event description:
This report is being submitted as a cancellation report based on engineering input . Stent in stent placement did not occur. Second stent was placed overlapping the previous stent to adequately cover the stricture, this is within the intended use. User error has not occurred in this case and no potential for serious injury exists. The approach was gained from oral, targeting the common bile duct. On (B)(6), the reported stent was placed in the middle bile duct. On (B)(6), 2020, due to the increase of jaundice, it was confirmed by abdominal x-ray that the reported stent have migrated to the upper bile duct. It is a situation that the reported stent is not placed in the stenosis part. On (B)(6), evo-10-11-8-b was placed from the middle of the reported stent by using stent-in-stent technique.

Manufacturer narrative:
This report is being submitted as a cancellation report based on engineering input . Stent in stent placement did not occur. Second stent was placed overlapping the previous stent to adequately cover the stricture, this is within the intended use. User error has not occurred in this case.